Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. Evidence that product in specification when used.

Event description:
Allegedly the x-rays show the ceramic head currently articulating inside the metal cup. Patient has complained of noise in the past and now the noise is very loud and accompanied with pain. Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00961, 00963, 00964, 00965, 00966.